Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (ink smear) was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter (ink smear) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter (ink smear). Bd determined that the root cause of the indicated failure mode was attributed to an ink smear from the banding process.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty tube x1."